Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a spinal fusion surgery in 2017 that relieved the pain that the ins was originally implanted for. The patient had not used the ins in a year and noted that the pocket becomes tender at times. The rep offered to reprogram the ins and the patient refused, they just wanted the whole system to be explanted. An explant surgery was planned. No further complications were reported.